Event description:
Healthcare professional reported "severe breast pain", "breast hardening", "capsular contracture baker grade IV", "discomfort", "functional limitation of movement", "breast contour changes", "crease/folding", "capsular calcification". This record is for left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, d6a, d6b, h.6.

Event description:
Healthcare professional reported "severe breast pain", "breast hardening", "capsular contracture baker grade IV", "discomfort", "functional limitation of movement", "breast contour changes", "crease/folding", "capsular calcification". This record is for left side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.